Event description:
AED failed to operate when expected during regular testing with netech 2000 AED tester. During initial test AED sounded "analyzing pt...shock advised... No shock delivered....change batteries." I opened the battery compartment and measured all (10) ten 3.0 volt lithium batteries and all 10 measured 2.9 volts or above. I put the battery cover back on the AED and performed the same test again, and the AED performed properly. Shocks delivered at 123j, and 178j. My belief is that the individual battery holder assemblies are not effectively holding contact tension on one or more of the individual batteries. The battery holder(s) contact tension and / or the contact area are insufficient and can not be relied upon. I recommend this device for a battery holder upgrade.